Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was 200 mg/dl. Customer stated they had issue with insulin pump saying low reservoir. Customer had difficulty seeing as a result of retinopathy. The device will not be returned for analysis.